Manufacturer narrative:
The suspect device was returned and evaluated. The pump was run through multiple delivery tests at various rates and infusion profiles; however, we were unable to duplicate the customer's report of "check clutch" alarm. A review of the pump alarm history indicated that the "check clutch" alarm was listed in the history. Our tech replaced the clutch halves and lead screw as a preventative measure. The pump housing was cracked and required replacement. After repair, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.